Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the transformer housing for her breast pump broke apart at the seam (it cracked). Initially, she taped it back together but then it shorted out and would no longer power her pump. The issue occurred after approximately 1-1/2 months of use and she does not know what happened to cause the issue to occur. She did not witness any smoke, fire or sparking, an injury was not sustained as a result of the issue, and she indicated that she returned the product. However, as of the date of this report, the product has not been received. Unit the product is received and evaluated, a conclusion as to the cause of the event cannot be determined. Based on the infrequency of this issue, complaints will be monitored. Should additional info or the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer svc that the transformer for her breast pump "has come apart from the base that plugs into the wall. The transformer base has split in half and will no longer turn the pump on." Her pump works fine with batteries.